Event description:
Patient being prepared for radical prostatectomy; while lightly clipping patient's groin area for surgery, the clipper scraped patient's left side and caused it to bleed.what was the original intended procedure?clipping hair from surgery site prior to prostatectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.